Event description:
Three days post procedure while in intensive care, a portion of the introducer became loose and the sideport (weld) detached.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. Visual inspection revealed the sideport tubing was no longer attached to the hemostasis body. Microscopic inspection revealed a small amount of solvent noted on the sideport tubing at the location where the hemostasis body met the tubing. No tearing or stretching of the tubing was noted. Review of the device history record was not possible as the lot number is unknown. A corrective action was initiated to investigate the failure mode of the sideport detachments.